Event description:
It was reported that the customer stated that the drive support cap at the end of her insulin pump was sticking out. The customer's blood glucose was 123 mg/dl. The customer did not know how the damage occurred. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a protruded and loose drive support disk, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).